Event description:
It was reported that an ilet device was not charging despite no drops or visible damage, and after switching outlets and testing the charger with a phone, the ilet resumed charging; blood glucose readings were not affected. Customer care provided basic troubleshooting and user education, including outlet change and charger function check. Investigation of this case revealed that the issue was resolved through power source and charger verification, consistent with a transient charging anomaly without device damage or sustained malfunction. No adverse clinical effects reported. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction related to power supply rather than a device defect.